Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant at tooth site # 7 could not ne placed. Patient needs to have guided surgery. As a result of the event, no injuries to patient was reported.